Manufacturer narrative:
Following a review of the device history record for the lot number 89020-mci-224-08a-d001g88h, it was determined that all processes and test criteria are within the medpor customized implant finished product specification. The retain sample of the customized implant is a duplicate of the implant sent to the doctor. The retain was compared to the image of the device sent to the doctor for his approval. The retain matched the image approved by the doctor.

Event description:
The porex surgical sales rep stated that he received a call from a doctor during the surgery for a pt who was to receive a medpor customized implant. The doctor stated that he was unable to fixate the implant to the pt. The sales rep stated that he recommended to the doctor to rotate the implant in a clockwise fashion to find a correct placement position. The doctor stated that the implant did not fit and he decided to abandon the placement of the medpor customized implant. The doctor reported that he proceeded with the surgery by using titanium mesh and bone cement to repair the defect.